Manufacturer narrative:
Info was received via medwatch report: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain and multiple dislocations. Metal elements were noted in the bloodstream.